Manufacturer narrative:
The device was manufactured from august 28, 2020 - august 31, 2020. The device was received for evaluation containing approximately 107ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the delivery stopped on a small volume infusor. This was observed after patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.